Event description:
The customer stated that she had to be rushed to her doctor's office for an emergency glucagon injection due to hypoglycemia. The reported blood glucose reading was 19 mg/dl. The customer stated that she went to her doctor's office and not the hospital because her doctor's office was closer. The customer stated that she intended to deliver a five unit bolus, but a 25 unit bolus was delivered instead. The customer stated that this has happened three times. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored and no unexpected boluses were observed. The insulin pump was also monitored after it was programmed with multiple boluses, and all of the boluses delivered their indicated amounts and were recorded properly in the history files. After testing, it was concluded that the device operated within specifications.